Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 6 years and 9 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient recently observed a low flow alarm and low speed advisory in which the patient became symptomatic. The patient reported they could feel the pump stop and restart during this alarm. Technical service reviewed the log file, and the file did not reveal any events consistent with low speed. On (B)(6) 2018, it was reported that an ungrounded power module patient cable was requested. No additional information was provided.